Event description:
It was reported that two days prior to the report at a family bbq, the patient had a neurological event that lasted until the morning of the report where he did not recognize his family, was leaning to the left, speech was extremely garbled, could not open his eyes almost as if the muscle would not allow him to open up his eyes to the extent that he had to be fed and was feeling dizzy. One day prior to the report, the patient had a mild headache and began shaking. The patient was shaking quite badly on the day of the report. The other neurological symptoms subsided. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator product ID 3387-40, lot# j0120574v, implanted: 2001 (B)(6); product type lead product ID 7495-51, serial# (B)(4), implanted: 2001 (B)(6); product type extension product ID 7495-51, serial# (B)(4), implanted: 1999 (B)(6); product type extension product ID 3387-40, lot# l65785, implanted: 1999 (B)(6); product type lead. (B)(4).